Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. No specific information regarding the impact on the customer's blood glucose level was disclosed. The caller was aided in resetting the pump, but a non-resettable malfunction code appeared afterward. The pump will be replaced, ensuring insulin delivery through multiple daily injections (mdi) as a backup. The customer was informed about receiving a replacement pump and provided with related instructions and shipping details by customer technical support (cts).